Event description:
User facility reported that the injection needle broke off from the end of the device and had to be retrieved from the pt's colon. The facility reported that there was no harm to the pt.

Manufacturer narrative:
No harm was done to the pt per the facility.